Event description:
The customer reports the ac modules are not charging the defib. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device's power supply on numerous devices are faulty. There was no reported patient involvement.